Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during an implant time of nine months a secondary filter leg dislodged from the filter and floated to the lungs. The filter was successfully retrieved two days later, but the strut scarred into the pulmonary artery and the patient was asymptomatic. 3 undated axial images from 2 separate CT scan demonstrate a suprarenal ivc filter centered within the intrahepatic segment of the inferior vena cava. Per the complaint report, the celect platinum ivc filter was placed in (B)(6) 2017, no images of the placement were submitted for review. At the time of the fluoroscopic image performed on (B)(6) 2021, the dwell time had been almost 4 years. The CT images submitted for review, presumably obtained on (B)(6) 2021, confirm interval development of the absence of a secondary filter leg at the 00level of the filter body and a metallic artifact seen in the right lower lobar subsegmental pulmonary artery. The subsequent fluoroscopic image confirms the finding is well with a fractured and migrated secondary filter leg into the right lower lobe segmental pulmonary artery. This is a suprarenal ivc filter, given the patient's young age and sex, the filter was potentially positioned in this location due to pregnancy or planned pregnancy, although the initial placement images were not submitted for review. This segment of the ivc does tend to be more mobile given its close relationship to the diaphragm, and there is a rightward tilt of the filter present, although measures insignificant on this single image. This measurement may change dramatically depending on patient's inspiratory cycle but cannot be confirmed. The combination of these findings may have led to a secondary strut changing configuration such that it was no longer in the appropriate alignment thus changing the forces placed on the junction of the secondary strut with the filter neck, eventually resulting in metal fatigue and fracture. On the CT images, given these are axial slices this change in configuration is not perceived, but this may have been out of the plane of the image submitted for review. The complaint report also states that there are no documented procedures between the 2 imaging studies that may be related to inadvertent displacement of the secondary filter leg from wire entrapment or manipulation. The ivc filter has subsequently been removed without incident, and the migrated secondary leg remains within the pulmonary artery. On the CT image it appears the embolized fracture fragment is likely endothelialized within the pulmonary artery wall and will likely not result in any additional or worsening complications. A bloody celect-pt filter was returned and after dissolved in water a secondary filter leg was found missing and had fractured 7.5mm from the clip bushing. A scanning electron microscopy analysis of the fractured area revealed no sign of inclusion, but a dimpled area was ductile fracture and a flat area a fatigued area. Also, striation marks observed were most likely due to fatigue cycles. Based on these findings and the information provided the exact reason for the filter leg to fracture almost four years after filter placement cannot be determined, but filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. There are adequate controls in place to ensure that this type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as celect-platinum filter. PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description af event according to initial reporter: between 20nov2020 and 23aug2021, a secondary strut of the filter dislodged from the filter and floated to the lungs. They retrieved the filter but the strut remains in the patient because it is scarred in to the pulmonary artery and the patient is asymptomatic. There had been no other procedure for this patient charted between those dates that could have caused the damage to the filter. The filter retrieval was (B)(6) 2021. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.